Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported right side ¿slight induration", ¿dystrophic breasts", and "enlarged right axillary lymph node: likely siliconoma". Healthcare professional also reported right side ¿a few microcysts in both breasts", which is not device-related. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed as unidentified opening. (Shell thickness within specification). Visibility/palpability: unable to observe as it is a medical event not related to the device. Calcification: unable observed calcification on the device. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Granuloma: unable to observe as it is a medical event not related to the device. Cyst-ndr: not applicable as the event is not related to the device. Additional observations: observed creases on the device. Observed wear abrasion on the device no further actions are required as the device was implanted.

Manufacturer narrative:
(B)(6). Impact code: f2203. A review of the device history record has been completed. No deviations or non-conformities noted. The events of "lymphadenopathy" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "enlarged right axillary lymph node: likely siliconoma".

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported right side ¿slight induration", ¿dystrophic breasts", and "enlarged right axillary lymph node: likely siliconoma". Healthcare professional also reported right side ¿a few microcysts in both breasts", which is not device-related. Device has been explanted and replaced with a non-allergan device.